Event description:
A report was received that the recently implanted patient had drainage and pus at the battery site. Antibiotics were prescribed but there was no infection. The physician confirmed that the patient had a fat seroma. The physician opened the pocket site and the pocket site was washed, cleaned and drained. The patient is reportedly doing well.